Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump had a problem with the tubing connector of the infusion set. The blood glucose was 468 mg/dl. The customer changed the infusion set and the blood glucose started to go down to normal. No more further information added.